Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens. The lens unfolded incorrectly as it was being injected. Noticed crease or line on lens after implantation. Possibly not enough viscoelastic used. No product malfunction. Lens was removed with no patient injury. Another same model and size lens was implanted.